Event description:
The following information was reported: two devices were used and both had the balloon pop with a patient with pvd in the puncture vicinity. Manual compression was applied for 20 minutes. The patient was not hospitalized.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. A review of the lhr was not possible as the lot number was not provided. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. See MDR 3004939290-2014-00488 for the first device.